Event description:
It was reported that the biopsy punch would not advance through the biopsy cannula. The set was removed and another set was used to complete the case uneventfully. There were no complications to the pt and/or injury. Pt is doing fine.